Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist heard an alarm (she was not sure which one but thought it was a backflow alarm). She clamped the lines and noticed the centrifugal display was blank. She pressed the blue/red button on the centrifugal unit and it started up and ran the rest of the procedure. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The use facility's biomedical engineer (biomed) noticed the cable from the system 1 base was not fully connected into the connector of the centrifugal module. He was able to duplicate the problem. The end of the connector does not move properly to allow locking into the connector. The biomed called back technical support to indicate it appeared the cable connector had maybe had a spill and would not move to be able to allow the latching mechanism to latch to the connector of the module. The field service representative (fsr) replaced the suspect cable. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.